Event description:
This spontaneous report was received on (B)(6) 2012 from a female consumer (age unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using ob procomfort mini 56s, for menstruation (route: vaginal, lot number: b1970w17, frequency and expiration date unspecified). After an unspecified duration, she noticed that the cord of the tampon broke. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. After analyzing the two samples from the consumer, no defect could be found. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted on (B)(4)-2012 for a device product that is considered same/similar to a us marketed device (ob procomfort regular 40s). This closes out this report unless additional follow up information is received.

Manufacturer narrative:
This foreign report is being submitted on (B)(4) for a device product that is considered same/similar to a us marketed device (ob procomfort regular 40s). This closes out this report unless additional follow up information is received.

Event description:
This spontaneous report was received on (B)(6)-2012 from a female consumer (age unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using ob procomfort mini 56s, for menstruation (route: vaginal, lot number: b1970w17, frequency and expiration date unspecified). After an unspecified duration, she noticed that the cord of the tampon broke. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.